Event description:
The center reported that the pt has become a non-user due to the irritation from the use of her auria sound processor. Since the implantation of the cochlear implant a yr ago, the pt has a wound at the junction between her ear (cause unk) and head and the use of the auria irritates this wound. Over time, various solutions were tried to resolve this issue, but the problem still persisted. The pt will continue to be monitored by the side.